Event description:
The customer reported the sbc was not working properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and determined the singleboard computer needs to be replaced. This MDR is related to ge healthcare complaint.